Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 is off the needle but still attached to the suture. The t2 and suture are still in place on the needle. The actuator is in the pre-t2 position. The needle overmold assembly is slightly bent. A functional evaluation was performed on the returned device and found the actuator pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: additional information: h2: section b5 and h6 (medical device problem code) updated.

Event description:
It was reported that during a meniscus repair using a fast fix 360, after deployment of t1, the t2 was still on the needle, it could not be deployed. The t1 implant was removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed the t1 is off the needle but still attached to the suture. The t2 and suture are still in place on the needle. The actuator is in the pre-t2 position. The needle overmold assembly is slightly bent. A functional evaluation was performed on the returned device and found the actuator pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair using a fast fix 360, after deployment of t1, the t2 deployed prematurely. Both t implants were removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).